Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 5162613, model/catalog description: infinion 16 trial lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that an hour after a trial procedure, the patient was unable to stand due to weakness. Magnetic resonance imaging revealed that the patient had swelling at the lead site and contusion on the spinal cord. The patient's symptoms were not procedure related but it was unknown if it were device related. The patient underwent an early lead pull procedure and was sent to rehabilitation facility.